Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) via an implantable pump. It was reported that the patient reported that she experienced increased muscle tension and tremors in her lower limbs for the past four days. There was itching in their upper back. No fever or inflammatory parameters were noted. Oral lioresal was intiated 2×5 mg/day orally, resulting in improvement of the symptoms. Upon reading the pump, the presumed remaining volume in the reservoir was 9.7 ml. A successful sideport aspiration was performed, and a prime bolus was administered. They suspected that there was insufficient baclofen remaining in the pump. The patient was advised to contact the refill-doctor again to have the pump refilled.